Event description:
The customer alleged they received questionable ion selective electrode (ise) chloride and sodium results for one patient on their c501 analyzer. The customer provided data for one reportable malfunction involving chloride. The patient's initial chloride result was 131 mmol/l and it was reported outside the laboratory. The doctor questioned the result and the sample was repeated on another analyzer. The repeat result was 104 mmol/l. The patient had another sample collected about an hour later, and the results matched the repeat results from the other analyzer. The initial sample was then retested on the original analyzer, but the chloride was not repeated. The repeat chloride result was considered correct. The patient was not treated as the initial result was questioned, and there were no adverse events. The chloride electrode lot number and expiration date were requested but not provided. The field service representative found that the sipper probe was slightly out of alignment. He adjusted the sipper probe. He verified the sipper alignment and visually observed the ise operation during a precision run on a customer provided pool. The results were within the expected range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information for further investigation was requested but not provided. Possible root causes for this type of event are: air in the sample channel, leakage current coming from the waste, and an old or expired reference electrode. These causes could not be confirmed with the information provided.